Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h355 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h355 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The customer provided a photograph for investigation. Examination of the photograph verifies the tubing leak at the return pump tubing segment. The photograph shows a cut in the return pump tubing segment. A material trace of the blue stripe tubing used to build lot h355 did not find any non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. It is unlikely that the tubing segment was damaged prior to product release as an in-process leak test is performed on all kits prior to packaging. The size, shape, and location of the observed damage on the pump loop is consistent with damage that occurs if the pump loop tubing is rubbed against the pump head during installation by the end user. The root cause of the damage to the pump loop tubing most likely occurred during installation of the pump loop by the end user. No manufacturing related defects were confirmed during the evaluation. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") after an extracorporeal photopheresis (ecp) treatment. The customer reported that the treatment was successfully completed however, they noticed a tubing leak while unloading the kit. The patient had been disconnected from the instrument at the time the leak was observed. The customer returned a photograph for investigation.